Event description:
The customer stated that one patient sample generated a higher than expected result for the architect clinical chemistry glucose assay. A result of > 540 mg/dl was suspected and the sample was retested with results of 87 and 92 mg/dl. The result of 92 mg/dl was reported out. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.

Manufacturer narrative:
The instrument was inspected and some parts were replaced in order to resolve the issue. The suspect device has then changed from the clinical chemistry glucose to the architect instrument. An initial MDR 1628664-2013-00185 has been submitted to address the issue with the architect instrument being the suspect device. No more evaluation for the clinical chemistry glucose is forthcoming. Device evaluation is initiated and the instrument was inspected.